Manufacturer narrative:
During device evaluation at olympus, it was found the e216 error code was due to a faulty cable that had kinks. The connector was cracked which caused the device to fail a leak test. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that an e216 scope communication error code was displayed when preparing to use a hd 3cmos autoclavable camera head. There was no reported harm or injury during the procedure due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error e216, no image, buckled cable, cracked connector and failed watertightness test were confirmed. E216 error occurs when communication between the camera head and the processor fails. This likely occurred due to a faulty cable. Watertightness was lost due to cracks on the connector, which allowed water to enter the device and likely caused the cable to deteriorate; however, a definitive root cause of there being issues could not be identified. The event can be detected/prevented by following the instructions for use which state: "do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer reported the name of the intended procedure was not available. The customer did not know how the procedure was completed or if the procedure was therapeutic or diagnostic.